Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable, wall adapter and charging pad. The customer was sent new charging supplies and was able to successfully charge the pump. There was no reported adverse impact to the customer's blood glucose level.